Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a health professional from (B)(6) of peritonitis in a patient coincident with dianeal pd4 therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis. That same day, the patient was hospitalized. On (B)(6) 2012, the patient began remedial therapy with cefazoline (1g, twice a day) and gentamycin (40 mg, twice a day). The cause of the peritonitis was unknown. At the time of this report, the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Manufacturer narrative:
(B)(4). Further information was received from a health care professional. During a follow-up call with the (B)(4) technical services, the following was reported. On (B)(6) 2012, the remedial therapy with cefazoline and gentamycin was stopped and treatment with vancomycin (1g, once daily, ip) and amikacin (300mg, per day, ip) was started. The doctor advised the patient to have the catheter removed for the treatment but the patient refused to have it removed. The symptom of cloudy effluent had not improved. On (B)(6) 2012, the patient was discharged from the hospital and the remedial therapy of vancomycin and amikacin was stopped. On (B)(6) 2012, the patient was followed-up and it was found that the patient still had cloudy effluent but the patient refused to get hospitalized. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.